Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of hi; took correction via pump but no success, then took correction via pen. Caller stated with another pump her blood glucose level was okay. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.